Event description:
It was reported that the replacement ilet¿s wake/sleep button was unresponsive, preventing normal device operation and leading the user to intermittently stop using the pump and revert to multiple daily injections; a video demonstrating the issue was provided, troubleshooting was performed, and a replacement was arranged with return shipping and shutdown guidance. Symptoms included flushing, feeling hot, thirst, and dizziness associated with hyperglycemia up to 400 mg/dl for several hours. Outcomes included the need for backup insulin therapy by injection and reliance on cgm via the dexcom app while off the pump. Investigation included customer service troubleshooting, review of user feedback and provided media, and coordination for device return and replacement. Investigation of this device was confirmed and revealed a hardware malfunction of the physical wake/sleep button on the pump user interface, consistent with a component failure affecting the device¿s control input. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.